Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center could not reproduce the reported phenomenon. Because the device was manufactured more than 15 years ago, the records could not be confirmed. The exact cause of the reported event could not be conclusively determined. Omsc surmised that communication failure occurred due to dirt and dust adhering to the electronic connector part. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.